Event description:
Additional information was received which indicated that the explanted products were discarded.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that high impedance was noted for a patient's vns generator. System diagnostics were performed by the physician and the results were output current: low / current delivered: 0ma / lead impedance: high / impedance value: over 10000 ohms / ifi: yes. New information received indicated that the patient had increase in seizures and that the patient had 3 seizures over the past month. The physician noted that the increase in seizures is possibly due to the discontinuation of the vns lead. Attempts to contact the physician have been unsuccessful to date. The patient is scheduled for surgery on (B)(6) 2013.

Event description:
New information was received stating that the patient is scheduled for surgery on (B)(6) 2013. An implant card was received stating that the patient underwent surgery on (B)(6) 2013 and had a full revision due to lead discontinuity with ¿vagal nerve scar tissue. Lead impedance for the new implant is ok. Attempts for product return are in progress.